Event description:
Avid medical is the manufacturer of a custom procedure tray that contains bur 703 2.1mm dia 51mm 2's, part # 736-8665 supplied by (B)(4). The manufacturer is ss white (reorder part # 30025). Avid medical received a complaint on 06/06/2016 originated by (B)(6), at (B)(6) hospital stating that they recently had 2 incidents involving the bur where it separated from the stem which required the surgeon to remove the broken bur from the patient's mouth. This is #1 of 2 mdrs originating with the same complaint. The complained bur was not available for evaluation. Avid medical issued formal (B)(4) to the supplier for a defective bur no. 736-8665. The lot number is 2015-11-05, 2015-10-14. No patient injury was reported and no treatment was required.